Event description:
In 2008, a clinical incident involving a coblator ii plasma wand was reported to arthrocare corporation. On the fifteenth day following the initial ent procedure, the pt was reported to have experienced a secondary hemorrhage resulting in pt's death.

Manufacturer narrative:
The date of the pt death was reported as 2008 (exact date not reported). The date of the initial procedure was not reported. The device is not available for investigation. Awaiting further info regarding device catalog number and lot number.